Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The currently complained pi (B)(4) was investigated in nc # (B)(4). The package returned to stryker instruments, (B)(4), will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection. There have been multiple ncs for this issue type. Therefore it was escalated and linked to CAPA # (B)(4) - hair in packs found at distribution centre. All actions of the CAPA were implemented and became effective in 2017-sep-20. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported that during an in-coming inspection at distribution, a foreign material (hair) was found in a package. This event was found in 1 of 64 units. There was no associated procedure or patient involvement.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during an in-coming inspection at distribution, a foreign material (hair) was found in a package. This event was found in 1 of 64 units. There was no associated procedure or patient involvement.